Manufacturer narrative:
Please note: this unknown ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a male with a history of hypertension and hyperlipidemia. This patient's history places him at increased risk of mace. The reason for initial admission to hospital is unknown, however, a coronary angiogram revealed an irregular, readily accessible and concentric lesion in a non-angulated region of the proximal left anterior descending artery that was treated with a cypher stent of unknown size. Heparin was given during the procedure and the patient was discharged on asa and plavix. No act values were given. Ten months following the index procedure, the patient underwent repeat cag that revealed a 77% in-stent restenosis. The lesion was described as 10mm in length with a vessel diameter of 3mm. The restenosis was treated with balloon angioplasty leaving a residual stenosis of 5%. Additionally, a new lesion was identified in the left main coronary artery. Treatment options of this vessel were being reviewed by surgical consultation. The product remains implanted and thus not available for evaluation. The lot number of this product is unknown and therefore, a device history records review could not be conducted.

Event description:
The patient had a cypher stent implanted in the proximal left anterior descending lesion in 2005. Approximately ten months post-index procedure the patient had 77% intra-stent restenosis. At this point the lesion was 10mm in length and the vessel diameter was 3mm. The restenosis was treated with a 3.5 x 14mm balloon at 14 atms. During the 9-12 month follow-up restenosis was observed at the target lesion; greater than 50%. There was also a new lesion noted in the left main. There is no information regarding treatment.